Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device check, elevated pacing threshold in both right atrial and right ventricular lead was observed. There was also drop in sensing/undersensing on right ventricular lead. Chest x-ray showed normal lead position. Device was reprogrammed. Patient was asymptomatic and will be monitored.

Event description:
New information noted that the right ventricular lead had slight movement however, was still in place.